Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen, consistent with the stent delivery system (sds) advanced over a guide wire. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The stent outer diameters were measured and met manufacturing criteria. The hypotube and jacket were separated 16.5 cm distal to the strain relief tubing, confirming the reported separation. The hypotube fracture face was oval shaped, as if kinked prior to separation. The hypotube jacket was stretched and jagged at the separation. There were two kinks in the hypotube 1.3 cm distal to the separation and 1.6 cm proximal to the separation. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. The guiding catheter used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported difficulties. It is possible that there was a block or bend in the guiding catheter resulting in resistance during advancement, and as force was applied in the attempt to advance the sds, the shaft kinked. Further manipulation would have contributed to the shaft ultimately separating. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. Difficulty advancing the sds through the guiding catheter may be influenced by several factors including, but not limited to, manufacturing (stent crimping), stent damage, guiding catheter damage, and handling during removal of the protective sheath or preparation for use, or insertion technique. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are checked for stent damage and crimped stent profile. A conclusive cause for the reported difficulties of advancing the sds in the guiding catheter could not be determined; however, the hypotube separation appears to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that during the procedure in the posterior descending artery, resistance was felt during advancement of the zeta stent system through the non-abbott guiding catheter and the shaft separated in two pieces. The device was removed as a single unit and another zeta stent system was used to complete the procedure. There was no significant clinical delay in the procedure and no adverse patient effect. Though requested, no additional information was provided.